Event description:
Following bilateral breast augmentation, breast implants were exchanged and strattice devices were placed ((B)(6) 2013) to reinforce the lower poles between pectoral muscles and inframammary folds (imf) due to bottoming out of the breasts. Strattice device (B)(4) was placed to the left breast. On (B)(6) 2013, the patient presented with pain, muscle ache to left breast, chills, skin redness to medial aspect of left breast, and hardness to left breast. Amoxicillin was prescribed. On (B)(6) 2013, the patient showed no signs of improvement. On (B)(6) 2013, the surgeon performed revision. No fever was presented, only more pain and redness. No seroma was presented after aspiration. Revision involved opening at previous incision site, just above imf. Some diathermy was used to achieve homeostasis. Lightly infected pocket tissue was debrided and irrigated with gentamicin and saline solution. The strattice looked healthy, and some points were well vascularized and strongly attached/fixated to skin. Previous pds sutures were removed. No strattice was removed. Patient was treated with i.v. Kefzol with more irrigation. New breast implant 390cc was placed. Vacuum drain was left in place.

Manufacturer narrative:
Suspect medical devices: lot# s11122-091; model# 0816001eu; expiration date 05/31/2014; lot# s11124-195; model# 0816001eu; expiration date 05/31/2014. Date of manufacture: lot# s11122; manufacture date 06/07/2012; lot# s11124; manufacture date 06/13/2012. Method: review of the device history records and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from these lots. Results: review of the device history records revealed no deviations associated with the production of lot s11122 and s11124. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lots were irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lots. Results of bacterial endotoxins testing were acceptable. To date, no other complaints have been reported to lifecell against lots s11122 and s11124. (B)(4). Conclusion: serious injury occurred in which the device cannot be ruled out as a contributing factor. Based on our internal investigation into the lot processing histories, that there were no other complaints against the lots, that the device looked healthy, well vascularized and left in place, it is unlikely that the event is related to the device. Device not returned for evaluation.